Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male patient presenting with post cardiotomy cardiogenic shock. The impella rp was inserted for right side hemodynamic support, followed by an impella cp for left side support. During treatment, "severe hemolysis" with plasma-free hemoglobin levels of 250mg/dl were detected. Blood products were delivered, the impella cp was removed, and hemolysis cleared.